Event description:
It was reported that a pt underwent an anterior pelvic floor repair procedure on (B) (6) 2008. The balloon was removed and the pt was discharged on (B) (6) 2008. Post-operatively, the pt was re-admitted with symptoms of a urinary tract infection on an unk date. The pt received unspecified antibiotic therapy.

Manufacturer narrative:
(B) (4). (B) (4). Infection. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.